Manufacturer narrative:
The pump was received with a pump error alarm during rewind due to moisture ingress. Traces of moisture on the motor assembly noted. Unable to verify delivery anomaly or perform the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, and occlusion test due to pump error alarms. The pump was received with a cracked case (battery tube), and cracked battery tube threads.

Event description:
Information received by medtronic indicated that insulin pump got no delivery alarm. Customer was rewind and restart. No harm requiring medical intervention was reported. The device will be returned for analysis.